Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the perclose proglide (part 12673-03, lot 900306h) indicated is being filed under a separate medwatch MFR number.(B)(4) - use with incorrect sheath sizethe customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the device experienced an electrical reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The device was not returned. The reported attempt to close an 18f access site using the proglide smc device is not consistent with the perclose proglide instructions for use. Based on the reported information the probable root cause for the reported event is related to user technique and operational context.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted an arteriotomy closure of the right common femoral artery using a preclose technique after a percutaneous endograft procedure. Reportedly, an 8f sheath was inserted and two perclose proglide devices were deployed in the right common femoral artery without difficulty. The sheath was exchanged for an 18f. A lot of oozing was noted and a hematoma developed during the case. During closure, after one knot was advanced to the arterial surface, it did not appear as if it closed any part of the artery due to the amount of bleeding. An attempt was made to advance the second knot, but it would not move. A cut down was performed and hemostasis was achieved. There was no adverse patient sequela. Though requested, additional information was not provided.